Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the pins were bent due to the pins of the socket at the connecting cable side or because it was unintentionally bent. The final root cause of this event was unable to be identified. The following is included in the instructions for use which state: ¿<instructions evis exera iii video system center/olympuscv-190>. Caution: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not touch the electrical contacts inside the video system center¿s connectors. Do not simultaneously touch any of the exposed electrical contact pins and the patient. It may pose a risk of electric shock to the patient and/or user. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not connect or disconnect the endoscope, videoscope cable, video converter, or camera head while the video system center is turned on. Connecting or disconnecting the endoscope while the video system center is on may destroy the ccd. Turn the video system center off before connecting or disconnecting the endoscope. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. Do not position the medical device so that it is difficult to disconnect from the wall outlet (mains power supply). 3.1 precautions for installation and connection. Caution: turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result. Never apply excessive force to connectors. This could damage the connectors. Use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Event description:
The customer reported while preparing for use they found the digital visual interface input plastic broken and bent pins on evis exera iii video system center; therefore, they were not able to connect. The intended procedure was completed using a similar device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, while preparing for use, they found the digital visual interface input plastic broken. And bent pins on evis exera iii video system center. Therefore, they were not able to connect. There was no report of patient or user injury due to the event. This report is being submitted, for the reportable malfunction of video connectors are broken and cannot be connected. Additional details have been requested regarding the reported issue. At this time, no additional information has been received.